Event description:
It was reported that during initial implant procedure, cardiac perforation was occurred due to patient's new implanted lead. The lead was not implanted during procedure on (B)(6) 2022. There were no patient consequences.